Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue. There was no patient impact as this fully packaged device has not been in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device memory revealed the device had been programmed out of ship state while in the field, which resulted in a rate fault reset. The device was then removed from sterile packaging and passed additional testing confirming normal telemetry, pacing, and sensing function.